Event description:
It was reported that a por condition was seen within the last couple weeks. It was stated that the implantable neurostimulator (ins) was at ¾ charge when this occurred. It was stated that the por was not due to battery charge level but due to ¿radiation exposure¿. It was reported that the error code was 0400. It was stated that the por was cleared using the 8840 clinician programmer. Additional information received reported that the patient experienced loss of stimulation as a result of the por. It was stated that the patient was doing ¿great¿ and was ¿glad to have stimulation back¿. It was stated that the patient was told to call if it happened again. Additional information received clarified that as per engineering, parity pors with 0x400 are the result of exposure to environmental radiation (whether naturally occurring or due to x-ray, radiation treatment, etc.).

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.